Manufacturer narrative:
This initial emdr is being submitted to FDA for outside us like products reporting. "Injector malfunction" is indicated as a potential malfunction related to the injector system, as covered under the warnings section of the product's instructions for use (IFU). Manufacturer's codes for patient health effects (clinical and impact), and device problem and component have been entered in this report. Manufacturer's codes for investigation type, findings and conclusion are pending the completion of the product investigation. Once the investigation is completed, a follow-up report will be submitted to FDA which will include the manufacturer's codes for investigation type, findings and conclusion.

Event description:
Reportedly, a split cartridge / tip was identified during the iol implantation. Explantation of the iol was performed the same day. There is no permanent or negative impact on patient health expected.

Manufacturer narrative:
This follow-up #2 emdr is being submitted to FDA for a reportable event that occurred outside of the USA. The report includes corrected information and additional information not available/included in the previous follow-up #1. Corrected information: b5 - corrected to add updated complaint information received 25 apr 2022. Additional information: g6 - type of report - noted as follow-up #2.

Event description:
Reportedly, a split cartridge / tip was identified during the iol implantation. Explantation of the iol was performed the same day. There is no permanent or negative impact on patient health expected. Updated information from 25 apr 2022: a damaged optic after implantation (a crack) led to the explantation.

Event description:
Reportedly, a split cartridge / tip was identified during the iol implantation. Explantation of the iol was performed the same day. There is no permanent or negative impact on patient health expected.

Manufacturer narrative:
This follow-up #1 emdr is being submitted to FDA for a reportable event that occurred outside of the USA. The report includes corrected information and additional information not available/included in the initial report. Corrected information: h3 - corrected to yes. Additional information: d9 - added the product return date. G6 - type of report - noted as follow-up #1. H2 - type of follow-up - noted for corrected information and additional information. H6 - added codes for manufacturer's investigation: type; findings; and conclusion. Portions of the product were returned to the manufacturer. The investigation was conducted, with the methods and results as noted below. Injector was returned. The iol was not returned. Appearance check result was consistent to reported information. No abnormalities were found in production and inspection records of the product. (Serial no.: (B)(6); model: 150). The dye test result showed the injector tip was properly coated. Proper coating allows the lens to advance. We could release a re-installed iol from the returned injector tip without any problems. The exact root cause of the event was not determined. However, based on available information, we believe this event was not caused by our product quality. A review of the most recent complaint trending data indicates that no significant trends have been identified at this time and no CAPA is required as part of the product evaluation.